Event description:
It was reported that the programmer was unable to interrogate a device due to the current software not being downloaded onto the programmer. The sales rep was walked through the successful update of the software through the software distribution network. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.